Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent cartridge change error messages occurred with multiple cartridges during the loading process. Customer's blood glucose level was 200 mg/dl. The customer declined to perform a cartridge change due to not wanting to waste insulin. The customer reverted to manual injections for insulin therapy.